Event description:
It was reported via repair work order that the litter was leaning/tilted downward due to bent jacks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.